Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had some pacemaker mediated tachycardia episodes while performing capture testing in clinic. The device was reprogrammed. The patient had no symptoms prior or during office visit.